Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced retinal detachment. Pneumatic retinopathy was performed but redetached. Phaco + vitrectomy was performed. Reportedly, "surgery was performed with standard procedure smoothly. Pod1 with good wound healing, normal iop, normal vault height. Patient was found to have superior retinal detachment in right eye. Pneumatic retinopathy was done and attached superiorly. However, there was detachment inferiorly with multiple breaks 180 degrees from original break. The retinal surgeon removed her icl and did a phaco vitrectomy, currently she is lp in that eye." In a separate surgery the lens was explanted and the problem was resolved. The cause of the event was reported as a patient related factor.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6-health effect- impact code: 4625- pneumatic retinopathy and phaco + vitrectomy was performed. H11- manufacturer narrative: retinal detachment and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).